Event description:
Reporter alleged blood glucose monitoring device reading higher (in the 260s mg/dl) and went to the doctor to test glucose about one month ago. It was reported meter read 260 mg/dl and doctor measured 114 mg/dl within 5 minutes of each other. No treatment was reportedly received. A request was made for the return of the suspect device, however declined, due to being reported customer no longer has the meter or the test strips.